Event description:
Syringe cap was added to a syringe filled with methotrexate. The drug leaked out of the top of the syringe cap, not at the connection. We've identified several caps that are leaking from this lot. This was reported to b. Braun.